Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was difficult to press and delayed in responding to press. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.